Event description:
Reference number (B)(4). Event occurred in denmark . It was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6) 2026. The high blood glucose persisted for approximately 1 hour. The patient was treated with insulin via the pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.